Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to an unseated internal shorting cable to the paddle housing. The cable was re-seated to resolve the malfunction. It is important to mention that this malfunction will only impact the self-test of the device and will not prevent the device from being used clinically. Reports of the kind do not meet the criteria of a medwatch submission. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to discharge via external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.